Manufacturer narrative:
Device received with all operating currents within specific and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device battery icon function properly and no anomaly noted. No unexpected low battery or failed battery test alarms noted during testing. Device had minor scratched lcd window, cracked reservoir tube lip and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer also states had issues with battery bar fluctuation. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.